Manufacturer narrative:
D4 lot number - not provided. D4 primary unique device identifier - not available without lot identification. H4 device manufacture date - unknown without lot identification. H3 - initial information received indicates that the device is available for evaluation but has yet to be returned. Without the opportunity to examine the complaint product, no conclusions can be drawn. Without lot identification, device history records and lot specific complaint history is not possible. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. Should the product be returned, a follow-up medwatch report will be filed upon completion of investigation.

Event description:
It was reported that a procedure was performed on (B)(6) 2025, utilizing the reform pedicle screw system. While final tightening lock screws with the, the tip of the t25, lock-screw torque driver, reform (39-rd-0060) broke. The broken piece was retrieved and the procedure completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure.